Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, g3, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the light bundle is dark and fractured/ the distal end of the light bundle is dented/ the insertion tube is dented. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the light bundle is dark and fractured. This event is caused by a component failure of the lg bundle. The distal end of the light bundle is dented. This event is caused by a component failure of the lg bundle. The insertion tube is dented. This event is caused by a component failure of the insertion section. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1 facility name: (B)(6) hospital. E1 address 1: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that on the rigid video scope had a dark image. The issue was found during reprocessing. There were no reports of patient involvement.